Event description:
A consumer reported that she was more nearsighted following intraocular lens (iol) implant surgery. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the consumer did not provide a lot number or any identification traceable to the mfg documentation. At the request of the consumer, the surgeon was not contacted. This report was mailed to FDA on: 06/25/2009.